Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pc2328, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture was detached from the needle easily. It was a control release needle. Further details are not provided. There were no adverse consequences to the patient.